Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 177 mg/dl. The customer stated the alarm occurred during a fixed prime. The customer was advised to perform a complete set change and to call back when the alarm occurred again. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.